Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search. A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -3.00/+3.0/170 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visual damage to the lens. (B)(4).